Manufacturer narrative:
The device was returned for evaluation. The returned device was visually evaluated for any abnormalities and the following was observed the valve frame and leaflets were cut by the facility, the frame cut edges are distorted and all struts are exposed through the skirt. No functional testing was able to be performed due to device returned condition. No dimensional inspection was able to be performed due to device returned condition. The reported event was unable to be confirmed. An existing technical summary written by edwards lifesciences captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. Product risk assessment is also captured in technical summary, which applies to this complaint event. The risks outlined in the pra remain the same. The pra documents the difficulty advancing the delivery system through the sheath, resulting in difficulty or the inability to introduce delivery system loader and advance through sheath, resulting in no patient harm, which did occur during this event. Trending analysis indicates complaint rates are within the april 2023 control limit. As the complaint did not exceed the pra re-escalation threshold, no further action is required. The root causes identified in technical summary were reviewed and the following were identified as applicable to this event tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen during advancement, leading to resistance. Per provided 3mensio report, there is tortuosity present in access vessels calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Per provided 3mensio report, there is calcification present in access vessels. Excessive device manipulation high push force can lead to the valve struts interacting with the sheath shaft and resulted the strut damage at the valve inflow side. As reported, it was difficult to advance the 26mm sapien 3 ultra valve through the esheath and the valve got stuck in the fully expandable part of the esheath. A valve strut was torn through the expandable fold from the esheath. Due to excessive manipulation by surgeon during withdrawal, it was unable to confirm whether there was any damage to the valve frame caused by the reported resistance. The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath resulted in frame damage. The technical summary outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with the issue. There are several 100 percent in process inspections (visual) performed in manufacturing process and product verification testing (function and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non conformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU training manual) as identified in the technical summary are still in place to mitigate this issue. Based on available information, investigation suggests that patient factors (calcification, tortuosity) and/or procedural factors (excessive device manipulation, high push force) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-12952.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in germany, regarding an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. During procedure, it was difficulty to advance the 26mm sapien 3 ultra valve through the esheath and the valve got stuck in the fully expandable part of the esheath. A valve strut tore through the expandable fold from the esheath. Valve strut stuck in a calcification dorsal lateral in a. Iliaca communis right near-above bifurcation a. Iliaca interna (no bleeding). Conversion to surgery was needed in order to remove the system from the patient. Vascular suture was needed, patient outcome was good in ICU. Patient did not received any valve implant.